Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that here is crack around the rim of the reservoir compartment and the front casing near the battery icon. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump and manual injection. Customer declined further troubleshooting for high blood glucose.